Event description:
Pt undergoing rll lobectomy. First vascular staple gun caused dissection of pulmonary artery. Second, third ans fourth staple guns may or may not have malfunctioned. After fifth staple gun artery severed and total lobectomy was performed to save pt's life. Pt currently in ICU.